Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged particles in tubing/chamber in the device. The patient alleged difficulty breathing/short of breath, lightheaded, sinus. There was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete..

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged particles in tubing/chamber in the device. The patient alleged difficulty breathing/short of breath, lightheaded, sinus. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2245460 (v1) for the procedure use to make this determination. Observed several areas of non-uniform brown staining on the exterior of the device which is consistent with nicotine stain. Observed heavy deposits of an unknown brown contamination on the top enclosure under the right-side accessory door, and on the underside of the door. Fibrous contamination was also observed in this area. Brown/ black contamination at the blower seal of the blower box. Brown staining was also present throughout the interior of the device enclosure, which is consistent with nicotinr stain. Heavy brown stainning and black/brown paticulates on and in the iso port. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit.